Event description:
Related manufacturer reference number: 3006705815-2024-00874. Related manufacturer reference number: 3006705815-2024-00875. It was reported that the patient¿s system was misfiring. As such, surgical intervention took place in february or march 2023 wherein the system was explanted to address the issue. Exact date of explant in unknown.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
The proclaim ipg was returned for disposal and there were no allegations against the ipg. Visual inspection of the ipg did not identify any issues. The ipg was received inoperable and did not communicate with a clinician programmer.